Manufacturer narrative:
(B)(4). Health effect - impact code - f1005 overdose. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient stated that she changed her tandem infusion set at the same time she inserted the sensor. After the 2 hour warmup was complete, she saw a sensor error on her tandem pump cgm display device for about an hour. She stopped and restarted the sensor. After 2nd the 2 hour warmup completed, she had sensor error again on her tandem pump for about another hour. Next, the patient changed out the sensor. This next sensor also resulted in sensor error on her tandem display device, after warmup for about an hour. Since the patient had been without cgm readings for some time, she checked her bg which was 220 mg/dl, so she gave herself 4 units of unspecified insulin. It is not mentioned whether she took the bolus through the pump or by injection. She changed out to a 3rd sensor which finally gave her an reading after warmup (value not mentioned). At this point, she sat on her bed to put on her shoe and fell off the bed, which was the last thing she remembered. The patient was supposed to be meeting up with a friend and did not show up causing her friend to get worried and check on her. When her friend found her, she was on the floor, unconscious and unresponsive. Her friend called 911 and when the ambulance came, she was given 2 packs of glucose gel (sugar gel). In the emergency department, her body temperature was 86 degrees, so she was placed in a warming blanket chamber and given 2 bags of sugar water which revived her. She left the hospital (B)(6) 2023. There was no mention of bg or cgm values for the entire event. At the time of the report, the patient was in stable condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.